Event description:
Device malfunction: difficult to insert, difficult to remove, distal guide kink. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met as the device was backloaded over the guide wire, device deployment was completed. After retracting the foot to remove the device, it could not be removed. And angiogram revealed that the sheath of the device was doubled over and kinked at the distal guide. A cut-down of the vessel was performed to remove the device. Hemostasis was achieved with surgical closure. There was no other reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Incorrect use of device - against resistance. The perclose proglide instructions for use state, "excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair."